Event description:
It was reported that the user became stuck on the ¿fill drops¿ screen during a supply change on the ilet system and required guidance to exit the screen; the user¿s blood glucose at the time was 85 mg/dl, and no alerts or alarms occurred. There were no reported adverse clinical effects. Outcomes included completion of troubleshooting and education with no impact to blood glucose. Investigation included customer service troubleshooting focused on user interface navigation and supply change steps. Investigation of this case revealed user difficulty with supply change workflow and screen navigation; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that user interaction with the device during supply change was the likely cause.